Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the bolus requests successfully. Reportedly, the customer requested multiple bolus requests, and the customer's blood glucose (bg) level of 347 mg/dl was not decreasing as fast as expected. Review of the pump data logs by tandem technical support showed that all of the requested boluses on 4/15/2018 was successfully delivered. Reportedly, the customer believed having entered more bolus requests that what was being showed on the pump data logs. Tandem technical support verified that the pump was functioning as intended.